Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01413. Zimmer biomet complaint number (B)(4). Weight unknown / not provided product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants on teeth sites #19 and #20 were removed due to nerve damage. Symptoms of the event: paresthesia and numbness.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-01413-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: one (1) 3i t3â® with dcdâ® tapered implant 5/4 x 8.5mm (bnpt5485) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Measurements matched drawing. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing actionable trend or non-conformance / CAPA / hhe / d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number (2021120154). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. The lot number was inspected and passed all acceptance criteria by qa. Sterilization records (op#0210) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (2021120154) for similar events and no other complaint was identified. The devices could not be functionally tested for the reported failure/medical event. Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the devices. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined are inadequate treatment planning and patient factors. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at this time of this report.